Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Paramedic reported customer was unresponsive and had one episode of loss of consciousness and seizure due to erratic readings on their precision xtra meter. The paramedic reported receiving a reading of 43 mg/dl on a health care meter, where as the customer received a reading of 115 mg/dl on their precision xtra meter. Customer was taken to hospital emergency room and treated with IV dextrose and valium. There was no report of death or permanent impairment.